Event description:
The following has been reported: "service needed" on the screen. A preliminary review of the logs could not be performed as the log files were corrupted. The device was returned for an unknown error. Upon return, testing revealed the air compressor was making excessive recharge attempts before failure and alarm. The device failed pneumatic hardware testing for a failed compressor. Reporting as a conservative measure. No adverse effects were reported.